Event description:
It was reported that the bd plastipak¿ syringes non-sterile had no labels. The following information was provided by the initial reporter: customer xxx received item bd301025 / 1 cs with no labels at all on it as to what it is. Customer opened up the box and inside was a bag full of syringes. No labels anywhere as to what the item number is, no lot number, or any other information about the item. Asked them if any of the other 13 cs had the same issue, customer reported it was only this 1 cs that they received with nothing on it.

Manufacturer narrative:
H6: investigation summary: twelve photos were provided to our quality team for investigation. Seven photos show a non-bd cardboard box from various sides of the box. Five photos show the box opened with syringes inside and two close-up images of bd 1ml slip-tip syringes. The observed condition could not be confirmed to originated at the bd canaan manufacturing facility. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ syringes non-sterile had no labels. The following information was provided by the initial reporter: customer xxx received item bd301025 / 1 cs with no labels at all on it as to what it is. Customer opened up the box and inside was a bag full of syringes. No labels anywhere as to what the item number is, no lot number, or any other information about the item. Asked them if any of the other 13 cs had the same issue, customer reported it was only this 1 cs that they received with nothing on it.